Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history review was attempted on: part no. 399.42, serial/lot no: (B)(4)/5133451 no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 12-dec-2005. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A review of the service & repair history has been requested and the results are pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two trochanteric fixation nail (tfn) pieces broke during a case on (B)(6) 2016. No patient injury nor delay in the case occurred. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Service and repair evaluation - the customer reported the item broke. The repair technician reported the handle shaft was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.